Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter, the doctor found the balloon could not be inflated. As a result, that catheter was changed for another catheter. There was no report of patient death, serious injury or patient complication.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the iab would not inflate completely is confirmed. The returned iab was found with numerous kinks, which could cause the pump to alarm immediately or not allow for proper iab inflation. The root cause of the kinks is undetermined, but a potential cause of the kinks can be due to patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the kinks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: na.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter, the doctor found the balloon could not be inflated. As a result, that catheter was changed for another catheter. There was no report of patient death, serious injury or patient complication